Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged there was a crack in the battery compartment and the pump had no power. The reporter denied moisture in the pump and denied damage to the battery cap. The reporter stated the yellow o-ring of the battery cap was not visible with the cap on the pump and stated the cap had been replaced four-to-six months ago. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was found to have stripped threads was unable to fit securely to power on the pump, duplicating the no power issue. The pump was found to power on with a test battery cap and was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.